Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with uterosacral ligament vaginal vault suspension, and a&p repair. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 07/26/2016. It was reported that following insertion the patient experienced urinary retention, urgency, and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with hysterectomy due to pelvic organ prolapse and stress urinary incontinence. The patient experienced bleeding, urinary/bowel problems, recurrence and vaginal scarring. (B)(4).